Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie drawer failure and duplicate address were found. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and duplicate address found. A field service engineer tested the application. There was drawer 3 and 3.1, but no 3.2 for auxiliary. All lights appeared normal in the rear. Ohm readings were normal on the drawer controller board. The t-board, retractor cable, and row board cable were replaced. The error still remained. An attempt was made to recover a duplicate address. A cubie popped out and unloaded. The duplicate address had to be cleared twice in the software to make it go away. Medications were then loaded back into the cubies afterward. The system functioned as intended after the field service engineer repaired the device.